Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11, 224, and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. Additionally, it was indicated that the customer was already in the hospital due to an issue unrelated to the adc device. A customer received unspecified low sensor scan readings and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The length of sensor wear was for 4 days. A healthcare professional (hcp) provided the customer with carbohydrates for treatment. The customer then experienced extremely high blood pressure, rapid heartbeat, and chest and arm pain. A laboratory result of 750 mg/dl was obtained compared to a sensor scan of 62 mg/dl and the results/comparison readings when plotted on a parkes error grid fall into the out of range zone, showing the difference in values to be clinically significant. The customer was administered insulin (dose/type unspecified) for a diagnosis of hyperglycemia by the hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. Additionally, it was indicated that the customer was already in the hospital due to an issue unrelated to the adc device. A customer received unspecified low sensor scan readings and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The length of sensor wear was for 4 days. A healthcare professional (hcp) provided the customer with carbohydrates for treatment. The customer then experienced extremely high blood pressure, rapid heartbeat, and chest and arm pain. A laboratory result of 750 mg/dl was obtained compared to a sensor scan of 62 mg/dl and the results/comparison readings when plotted on a parkes error grid fall into the out of range zone, showing the difference in values to be clinically significant. The customer was administered insulin (dose/type unspecified) for a diagnosis of hyperglycemia by the hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. Additionally, it was indicated that the customer was already in the hospital due to an issue unrelated to the adc device. A customer received unspecified low sensor scan readings and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The length of sensor wear was for 4 days. A healthcare professional (hcp) provided the customer with carbohydrates for treatment. The customer then experienced extremely high blood pressure, rapid heartbeat, and chest and arm pain. A laboratory result of 750 mg/dl was obtained compared to a sensor scan of 62 mg/dl and the results/comparison readings when plotted on a parkes error grid fall into the out of range zone, showing the difference in values to be clinically significant. The customer was administered insulin (dose/type unspecified) for a diagnosis of hyperglycemia by the hcp. There was no report of death or permanent impairment associated with this event.